Event description:
It was reported that following an emergent ptca/stent implantation procedure, an angiogram demonstrated haziness at the proximal portion of the stent. During an attempt to overlap the proximal portion and deploy the tristar stent at 10 atmospheres, the guiding catheter backed out of position, pulling the sds proximally and the stent out of its position. The sds was removed, leaving part of the implanted stent extended into the aorta. The stent was retrieved from the coronary artery, but the stent could not be drawn into the femoral sheath. A surgical femoral cutdown was used to remove the stent from the pt. Pt is reported to be doing well.